Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d4, d6a, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, "rupture". Patient reported, later "two normal lymph nodes and two lymph nodes with silicone granuloma formation". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right-side. Device remains implanted.